Event description:
During two different colonoscopy procedures, the center procedure monitor image was lost. There was no adverse pt effect. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.